Event description:
It was reported that a pericardial effusion occurred. The patient underwent a successful left atrial appendage (laa) closure procedure without incident. At the end of the case, no evidence of effusion was seen on the transesophageal echocardiogram (tee). Approximately, 9 hours post-procedure, patient became hypotensive and a pericardial effusion was discovered via tee. A cardiac tamponade also occurred, and pericardiocentesis was performed. Patient was discharged 2 days later, with no further issues. The cause of the effusion is unknown.